Manufacturer narrative:
Per tandem¿s user guide: check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the t:lock connection between the infusion set tubing and cartridge tubing was crooked. Customer's blood glucose was 149 mg/dl. The infusion set was changed and insulin delivery was resumed.